Event description:
The rptr stated that she did back to back blood glucose tests, within 10 mins, using the same finger stick. She said the results were 50 and 190 mg/dl. She did not have any symptoms. A control test was done, and the result of 101 mg/dl was in range.